Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels into the 300's (mg/dl) with diabetic ketoacidosis. Subsequently, the customer was hospitalized. The customer reported that while in the hospital, the customer's bg level dropped into the 40's (mg/dl) for unknown reasons. Insulin drip and intravenous fluids were administered. The suspected cause was unknown, however the customer is reportedly "insulin resistant". No issues were identified with the pump supplies. Reportedly, the customer was discharged the following day.